Event description:
Adverse event(s): "the eye went soft" (intraocular pressure, delayed, uncontrolled); "choroidal effusion" (hemorrhage). Product problem(s): "the eye went soft" (decrease in pressure). The surgeon reported that at the beginning of surgery the eye went soft. The surgery was scheduled to remove the silicone oil. When the eye began going soft, a gravity line was hung but it did not re-pressurize the eye. The surgeon injected a syringe of bss but was unsuccessful in reforming the globe. The eye began filling with blood with a choroidal effusion noted. The eye was closed and the surgery was aborted. A separate surgery was scheduled. The surgeon stated no kinks or bubbles were noted in the infusion line. He was infusing fluid. Add'l info received from the company sales rep stated the eye is very fragile. The second surgery was completed. Multiple attempts were made for pt status. The surgeon has been out of the office. A questionaire was sent to the surgeon's office to assist in gathering add'l info on the pt status.

Manufacturer narrative:
The company service rep examined the system and could not duplicate the complaint. Preventive maintenance was performed. The system was then tested and met all product specs. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B) (4).